Manufacturer narrative:
Hillrom technical support contacted the account trying to obtain the resolution for this event. The account stated they are going to solve the issue. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the code blue call was showing the incorrect location. There was no patient/user injury reported.